Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to infection and skin flap necrosis around the implant side. The patient was reimplanted with a new device on the contralateral side on (B)(6) 2012.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.

Manufacturer narrative:
(B)(4).